Event description:
It was rpt'd the device was used during a laparoscopic cholecystectomy procedure. It was rpt'd during ligation of the cystic duct with the er220 the surgeon would move the open clip in the jaws along the vessel. The clip in the jaw would kick out of the device. After four of five attempts another er220 was opened to complete the procedure without difficulty. There was no consequence to the pt.

Manufacturer narrative:
Product complaint analysis team has completed its investigation. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, yes; damaged jaws, no; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged other, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams no. Functional tests & results: antibackupu functional, yes; firing: feed conform, yes; firing: form conform, yes; jaws: hold clip, yes; jaws: hold clip, yes; jaws: inside width at tips .158; lockout functional, yes and number of clips fed and formed, 12. Analysis conclusion: based upon inquiry info received and visual and functional testing, no conclusion could be reached as to what may have caused reported incident. Instrument was fired and it fired and formed remaining clips as designed. There were no anomolies noted with clips dislodging from instrument. Reported incident could not be recreated. Mfg and engineering have been notified of reported incident. Each instrument is evaluated during assembly process to ensure clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co' products.